Event description:
It was reported that during a renal stenting procedure, balloon removal difficulties occurred. The lesion as located in the right renal artery. Upon deflation, the express sd balloon was unable to be withdrawn into the guide catheter. The physician attempted to "tug" on the device, but was unsuccessful. Following this attempt, the physician was able to successfully remove the guide wire, guide catheter, and balloon collectively as a unit. Upon inspection, it was noted that the balloon appeared to have rewrapped incorrectly. No patient injuries or complications were reported. The patient's current status is unknown.